Event description:
Additional information indicates "hematoma resolved by customer applying pressure dressing and not starting anticoagulation."

Manufacturer narrative:
Additional information has been provided in b5. Corrected information has been provided in e1(zip code extension). Upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the access site adverse event: was not determined due to insufficient clinical details.

Manufacturer narrative:
Hematoma/access site adverse event: the cause of the access site adverse event: was not determined due to insufficient clinical details.

Event description:
A 51 year old male patient was treated for a de-novo heart failure. Six days after placement of an impella 5.5, an impella rp flex was additionally placed due to biventricular failure. Impella rp was later escalated to an extracorporeal membrane oxygenation. Support with impella 5.5 was continued for 21 days after which the patient was successfully bridged to heart transplantation. Following removal, a hematoma was noted at the right axillary access site.

Manufacturer narrative:
D4 revied.